Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir compartment had some plastic missing and button are sticky. The customer blood glucose level was unknown. Customer stated that the insulin pump had scratches on the screen and they still read screen and battery cap was worn and hard to open. Customer stated that while changing the battery had reset setting received no delivery alarm. The device will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had broken battery cap, cracked battery tube threads. The reservoir tube lip was partially broken off but the test reservoir locked in place properly.